Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the ccd module noise. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the lg cable connector broken, the remote control buttons perforated, the insertion flexible tube (ift) buckled, the light guide cable for control body buckled, the junction case cracked, the ift crushed, the remote control buttons malfunction, the remote control buttons worn out, the light guide cable for prong worn out, the u/d knob white marking faded/missing, the u/d lock lever white marking faded/missing, and the light guide cable twisted; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.